Event description:
It was reported that the patient passed away. The outcome was reportedly not related to the device but no cause of death could be provided.

Manufacturer narrative:
Section a: patient information was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome cannot be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. C lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.